Manufacturer narrative:
Manufacturing site evaluation: the instrument is not available for investigation. Pictorial documentation: no pictures at hand. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale: unfortunately due to a lack of data and without the product we can not determine the exact cause. According to the quality standard a material defect and production error can be excluded. It could be that the ceramic breakage was caused by a mechanical overload situation or forced fracture due to an improper handling. A major disadvantage of ceramics is their brittle fracture behaviour (limited elongation and low fracture toughness). Metallic materials, on the other hand, are ductile and therefore break less frequently. They forgive easier constructive tolerances by relieving local stress peaks through elastic and plastic deformation. Additionally there is the possibility for pre-damage or similar due to previous surgeries. If further investigations are required, the product should be provided for examination. Furthermore according the instruction for use (IFU) the following points must be observed: prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components - do not use the product if it is damaged or defective, set it aside - replace any damaged components immediately with original spare parts - to avoid damage to the working end, carefully insert the product through the working channel (e.g. Trocar) - after each complete cleaning, disinfecting and drying cycle, check that the instrument is dry, clean, operational, and free of damage (e.g. Broken insulation or corroded, loose, bent, broken, cracked, worn, or fractured components) - immediately put aside damaged or inoperative products and send them to aesculap technical service (ats).

Event description:
It was reported that there was an issue with ceramic electrode tip. The ceramic on the hook tip broke during the surgical procedure. It occurred during a laparoscopic general procedure. There was no patient harm. All the pieces were successfully retrieved. The adverse event/malfunction is filed under aag (B)(4).